Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt268 circuit was not returned to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. Our assessment is based on the photographs provided by our f&p regional office in (B)(4) and our knowledge of the product. Results: visual inspection of the provided photographs revealed that there was a crack along one of the swivel wye ports. Conclusion: previous investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has been completed with the new pre-mixed material having been implemented on the production line. All rt268 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A distributor in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the y-piece of a rt268 infant dual heated evaqua2 breathing circuit was cracked. There was no patient involvement.